Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/13/2022. H3 investigational summary: actual complaint sample was not returned, 1 pc with same batch representative sample from customer returned which the primary packaging had been opened. Decontamination (high pressure steam disinfection) was conducted when received the returned sample according to current version sop-06-014. Decontamination record refers to attachment. Test item [appearance] was evaluated for the returned sample according to current version sop-06-014, no issue was found. Test report (ot21120080) refer to attachment. There is no process deviation was found and this lot of production were manufactured according to controlled process after reviewed DHR. The control number of the needle of lot: rh501 is (B)(6). This batch of needle came from ethicon inc. Jjmc completed needle incoming test on 2021-08-23 and all test results of test items (appearance, pierced force, cutting force, elasticity, toughness, strength of needle tip) met specifications. Needle incoming test refer to attachment. After reviewed complaints received from (B)(6)2021 to current investigation date (B)(6)2021, there are total 5 cases related to breakage needle, only this breakage needle complaint is related to needle control number mh2108114. Therefore, this complaint for needle control number mh2108114 is an isolated case. According to above investigation, the root cause of complaint can't be determined. We will keep this data for trend analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 12/15/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: where was the needle tip found? On the desktop. If the needle tip was located in the body, how was it retrieved? Not in the body. Were there any patient consequences? No patient consequences. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: where was the needle tip found? If the needle tip was located in the body, how was it retrieved? Were there any patient consequences? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an open reduction and internal fixation of a right sided radial and ulnar fracture on (B)(6) 2021 and suture was used. As the skin was sutured the needle tip was noted to be broken. After verification by two healthcare professionals, it was determined that the suture was complete and did not present the danger of foreign bodies left in the patient. There were no patient consequences reported. Additional information was requested.